Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reservoir cannot complete the rewind process. The customer's blood glucose reading was unknown at the time of incident. Customer declined to troubleshoot and indicated they wil revert to their back up plan. No further details given.

Manufacturer narrative:
Device passed the displacement test, rewind, self test .all operating currents are within specification. Off no power alarm functions properly. The motor functioned properly during testing, including the rewind test and on the displacement test. No drive or motor anomaly noted. The motor was tested outside of the device and passed. Device was unable to prime during the prime test, alarmed compromised force sensor system during compromised force sensor system test at 4.0 lbs and alarmed motor error during basic occlusion test due to faulty force sensor resistor unable to perform the occlusion test, excessive no delivery test and the dat test due to prime anomaly and compromised force sensor system. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.